Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error hardware low level failure alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error. The customer¿s blood glucose value was 243 mg/dl the customer was assisted with troubleshooting was able to successfully clear the alarm. Insulin pump did passed self test. The insulin pump will be returned for analysis.